Manufacturer narrative:
Return of product has been requested. Reporter returned an oral-b toothbrush head on (B)(6) 2016. Product investigation not yet initiated.

Event description:
Toothbrush head - this is the second time this has come off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer, age unspecified, reported that an oral-b brushhead, version unknown had come off twice in her mouth while used with an oral-b rechargeable toothbrush, version unknown. The reporter stated she had always used the single brush head, and would not buy the double brush heads anymore. No symptoms developed.

Manufacturer narrative:
On (B)(6) 2016 product investigation results: the reporter returned one oral-b dual action brush head on (B)(6) 2016. The result of the analysis done with the consumer return showed that wear led to the reported issue.

Event description:
Toothbrush head - this is the second time this has come off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer, age unspecified, reported that an oral-b brushhead, version unknown had come off twice in her mouth while used with an oral-b rechargeable toothbrush, version unknown. The reporter stated she had always used the single brush head, and would not buy the double brush heads anymore. No symptoms developed.